Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer has had issues getting the keel punch impactor out of the tibia after using it.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found previous reports of punch handle/punch assembly concerns. As part of a previous investigation a saw bone evaluation was conducted and replicated the reported concern. The saw bone evaluation determined debris entrapped in the keel punch slot can contribute to the punch impactor failing to engage with the keel punch. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Monitor through post-market surveillance sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.